Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse verified that the printer was not turning on. The cse checked the power source for the printer and measured the output voltage. The cse installed a new printer on the instrument, loaded the new printer drivers and ran quality controls. A siemens headquarters support center (hsc) specialist reviewed the service report and recommended that the customer should consider using a separate surge protector or ups for the printer. The cause of the event was due to a malfunction of the printer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an immulite 2000 instrument reported that a popping noise was heard from the area of the printer while running an adjustment on the instrument. After the noise was heard, smoke was emitted from the printer. The customer powered off the printer and attempted to turn it on but the printer did not turn on. There are no reports of injury to staff, damage to property, or impact to patient samples.